Event description:
It was reported that the patient was implanted a metasul head 40, 12/14, size m/0 on (B)(6) 2012 on the left side. The head was implanted in combination with a metasul taper liner, jj/40, a continuum shell, cluster, 54 jj and an m/l taper size 5.0 extended offset. On (B)(6) 2014 the patient showed clinically ileopsoas tendinitis.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filed. Zimmer's reference number of this case is (B)(4). Notes: the continuum shell, cluster, 54 jj is a zimmer (B)(4) product and will be reported under reference number (B)(4).